Event description:
The hcp reported that post pump implant a review of the pump status after update revealed a motor stall had occurred. No motor stall recovery was noted. A follow-up will be sent if additional information becomes available.